Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter with no original packaging or other devices. There was contrast on the shaft of the device. The balloon was tightly folded. The hypotube was completely separated 53cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple kinks in the shaft and hypotube. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm maverick² balloon catheter was selected. After unpacking, the device was advanced along a pt2 guide wire outside the y connector smoothly; however, it was noted that the shaft of the device broke. The procedure was completed with another of the same device and the patient's status was stable.